Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 26, 2020. Device evaluation summary: according to the information provided, the patient experienced a rupture of the breast implant. During visual inspection, the sample was found to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Causes of rupture of gel-filled implants include but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation was updated, as mentor received additional permission for more testing on the device. H6 conclusion code was updated. Update device evaluation summary: during the visual inspection, the device was found to be ruptured and incomplete. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 275cc mentor memorygel breast implant, catalog #3505480bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient was dissatisfied with the how the implant was, and the rupture was discovered during the patient¿s replacement surgery. Bilateral prothesis replacement with 480cc mentor memorygel breast implants was performed on (B)(6) 2020.